Manufacturer narrative:
The customer reported a discrepancy between the initial and external laboratory results. Troubleshooting was performed by reviewing the process; however, the end user was not comfortable sharing their sample-handling process. The end user declined to send the instrument for further evaluation and requested a loaner unit for side-by-side testing. A follow-up was conducted, and the customer reported that after side-by-side testing, they are satisfied with their piccolo and have no additional concerns. The end user did not disclose whether they found the root cause. A review of the batch record for 5401da1 showed that there were no unacceptable readings for potassium during manufacturing and the lot met all release criteria with no deviations. A review of the complaint data identified that there was only one rotor from this lot, reported only from this clinic, for low potassium out of (B)(4) rotors shipped for a complaint rate of (B)(4). There has been no reported patient impact contributing to patient injury or hospitalization. No further action is required at this time.

Event description:
A health care professional reported an unexpectedly low potassium (k+) result using the piccolo xpress analyzer and the piccolo renal panel, lot#5401da1. The patient was not treated error codes: chem k+ / k+ problem or question.